Event description:
It was reported that there was an issue with the programmer pen calibration. The programmer has not yet been returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the programmer pen calibration. The programmer has not yet been returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: at analysis the stated reason for return of a problem with the pen calibration was able to be confirmed, the touch screen was out of calibration and a stylus calibration did not resolve the issue. It was additionally noted that an error in the software history was found. The bezel assembly (touch screen) was replaced and the touch screen calibrated, and new software was installed, the device was cleaned and it then passed its electrical safety test as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer had a telemetry issue. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.